Event description:
It was reported that lead integrity alert (lia) was triggered due to short interval counts (sic) and a variation of impedance on right ventricular (rv) lead. It was noted there was high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, impedance trend on the rv (right ventricular) pacing lead was variable, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014, sensing integrity counts up to 34; pvc count is high at 334 per hour, potentially adding to the sic count. Rv lead integrity warning occurred (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days. Rv pacing lead impedance measured 760 ohms on (B)(6) 2014 up from a normal trend of 361 ohms and impedance is variable.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).